Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the vela ventilator had leak compensation showed up on the bottom of the display after the service engineer replaced the main printed circuit board (pcb). There is no patient involvement with the reported event because it happened prior patient use.